Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he went low and had an accident. Customer stated that the sensor did not alert him of the low blood glucose. Customer lost consciousness. The blood glucose reading at the time of the event was 43 mg/dl. The paramedics transported him to the hospital. Customer has been experiencing lows in the afternoon and late evening. Customer visited his physician who discovered that one of the settings was turned off. The customer is calibrating too often, physician suggested twice a day. The current blood glucose reading is 146 mg/dl. Nothing further reported.